Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per instruction "to attach one way valve and vacuum the balloon inside of the kit and maintain the one way valve during preparation." The iab "got to be unwrapped when the hosp attempted to insert the balloon at the entrance of the sheath." The iab was not used and the md requested another iab and this iab was inserted through the sheath without incident.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.